Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: a review of the black box showed the last basal delivery was on (B)(6) 2016. The total daily doses added up correctly and reflected the programmed basal rate target. No activity was found outside of normal use. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a one unit per hour duration test which was recorded correctly. The pump performed within specifications and the delivery accuracy testing passed. The inaccurate delivery complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).